Event description:
Shearing of approx 2 cm of spinal needle tip. The 40 week pt was scheduled for ceaserean section due to failed induction and other factors. In course of spinal anesthetic, on 1st introduction of introducer and needle, unit was passed to hub with no csf return. A "crack" was felt as unit assembly exited with obvious loss of portion (approx 2 cm) of spinal needle. Neurosurgeon was consulted.